Event description:
The remote monitor was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
On (B)(6) 2012, medtronic crdm initiated a removal to analyze the wireless telemetry functionality and any potential effect on implanted device longevity. This monitor was returned in response to this removal. Analysis of the returned monitor identified a failure in the receiver circuitry. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device did not communicate properly with telemetry c. The transmit portion functioned but the receiver did not. Telemetry b was fully operational. A small sliver of conductive foreign material was found on an integrated circuit shorting two pins. Subsequent investigation confirmed this was the cause of the monitor's receiver not functioning.